Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pregnancy with contraceptive device ("pregnancy with essure micro-insert") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of miscarriage, parity 1 (B)(6) 2007 and multigravida. She did not allege that essure caused birth defects. Concurrent conditions were listed as rash, generalized anxiety disorder, malaise, urinary frequency, dysuria and uti. Concomitant products included macrobid [clarithromycin] and keflex [cefalexin]. On (B)(6) 2008, the patient had essure inserted. In 2017 she experienced genital haemorrhage ("heavy abnormal bleeding"). An unknown time later she experienced pregnancy with contraceptive device (seriousness criteria medically important and intervention required), infectious mononucleosis ("autoimmune disorder/ autoimmune disorder type- mononucleosis"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety"), allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure device removal). Essure treatment was not changed. At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on (B)(6) 2009. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, fatigue, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, infectious mononucleosis, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.583 kg/sqm. [Hysterosalpingogram] (date unknown): total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: anxiety, fatigue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jul-2020: plaintiff fact sheet received.: essure start date and stop date and reporter information were updated. This case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with essure micro-insert') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 (((B)(6) 2007)) and miscarriage. She did not allege that essure caused birth defects. Concurrent conditions included uti, dysuria, urinary frequency, malaise, generalized anxiety disorder and rash. Concomitant products included cefalexin (keflex) and clarithromycin (macrobid). On (B)(6) 2008, the patient had essure inserted. In 2017, the patient experienced genital haemorrhage ("heavy abnormal bleeding"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced infectious mononucleosis ("autoimmune disorder/ autoimmune disorder type- mononucleosis"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety"), allergy to metals ("nickel allergy") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure device removal). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, genital haemorrhage, infectious mononucleosis, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, heavy menstrual bleeding, anxiety, allergy to metals, fatigue and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, fatigue, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, infectious mononucleosis, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.